Event description:
It was reported that during a ptca procedure, the physician experienced deflation difficulties. The balloon was removed partially inflated after several attempts to deflate the balloon. There was a small dissection that was repaired with a stent, however, the physician did not feel this was related to the deflation difficulties. Patient status is listed as "okay".